Event description:
The account alleged when setting the pt position module, the confirmation beep is faint and when it alarms it is faint. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.